Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed that the device was in back-up mode with a message that one or more programmed parameters have unknown values. Programming the base rate to 60 ppm was unsuccessful. An attempted download was also unsuccessful. The device was programmed to 70 ppm in vdd mode. The patient will be monitored.